Event description:
It was reported that 6 bd¿ prn adapters leaked during use. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported about leakage occurring during use of prn."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0049432. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately due to current practices being implemented by chinese customs used medical device cannot be submitted to the manufacturing facility for functional testing. Photographs of the devices were submitted and functional testing was performed on retention samples for the affected lot. Leaks were observed in some of the retention samples; closer inspection revealed that in all instances where a device had leaked the heparin cap had been inserted into the connector loosely, reinsertion of the heparin cap allowed all of the devices to function normally without developing further leaks. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 6 bd¿ prn adapters leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported about leakage occurring during use of prn."